Event description:
Our rep is reporting to us that during an arthroscopic shoulder procedure, the face plate at the working distal tip came off of the electrode and fell in the body. The fragment was able to be retrieved and the procedure was concluded successfully without further issue or harm to the patient.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
The complaint device has been received and evaluated: it is noted that the device has telltale signs of misuse; the "fragment" and the distal tip of the electrode are eroded to a degree, which is indicative of heavy or prolonged activation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint; our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaints for this lot of devices that were released to distribution. We are associating the device's condition to technique, a user issue. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
The complaint device is not being returned, which precludes conducting an evaluation; however, a batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaints for this lot of devices that were released to distribution. We cannot tell anything from this; we cannot discern a root or underlying cause for the reported failure mode. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.